Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device's cam pin was disengaged from the jaw. The disengaged cam pin was returned. The reported condition was confirmed. The investigation found the device's cam pin weld was broken. The broken weld cause the cam pin to become disengaged. The device could not complete its seal cycle due to the damaged and disengaged cam pin. The investigation identified the root cause of the reported event to be a manufacturing error. The device cam pin is laser welded and should not disengage. Corrective actions have been implemented to mitigate this issue to address the broken cam pin wield. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, sealing was able to be completed without any problems at the beginning, but after some time, an error message was displayed on the generator along with an error sound at the time of sealing the tissue (the message was not available). They repeated the sealing several times, but the situation did not improve. They disconnected and reconnected the device, the generator was powered off and on, but still the situation did not improve. A new device was taken out, the same event occurred when the second device was used for a while. Since it was in the latter half of the operation, the operation was completed with an electric scalpel without taking out a third device. There was no patient injury. The initial visual inspection found the first device's cam pin was disengaged from the jaw. The disengaged cam pin was returned.